Event description:
Caller reported that indicated battery charge dropped 40% in a short period of time. There was no reported impact to the customer's blood glucose level. The customer was able to resume insulin therapy after connecting the pump to a power source. It began charging as expected and is currently functioning normally.